Event description:
Within using the fasciablaster for 1 month, my skin on my face, neck and shoulders began to droop. I ceased using the tool which promised to reduce fat content and tighten skin, the drooping and crepe skin became worse and has since stayed in a poorer state than before use. I used as instructed by the inventor of the tool (B)(6). Route: applied to a surface, usually the skin. Dates of use: (B)(6) 2017. Diagnosis or reason for use: weight loss and anti aging. Event abated after use stopped or dose reduced: no.